Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p92-20 / 30 that has a similar product distributed in the us, list number 7p92-21 / 31, with 510k/PMA/bla number p910007.

Event description:
The customer reported a falsely elevated alinity I total psa result generated by the alinity I processing module for an 82-year-old male patient undergoing routine health screening. The patient had a history of anemia. Repeat testing was performed at a different laboratory, which also used the alinity I processing module, and the result was within the normal range. The following data was provided: reference range: = 4.0 ng/ml. (B)(6) 2026 sid (B)(6): total psa result = 4.665 ng/ml. Repeat test (different laboratory) = 0.98 ng/ml no impact to patient management was reported.